Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as a pre-service within-run tropi es precision test was outside of ocd guidelines, indicating the vitros 5600 system was not performing as intended. Following service actions an acceptable within-run precision was processed indicating the analyzer was returned to expected operation. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor; however, it cannot be entirely ruled out as the level 1 control does not adequately evaluate performance of the vitros tropi reagent for samples with a troponin I concentration < url (0.034 ng/ml). In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 0.746 ng/ml vs expected 0.024 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and ocd has not been made aware of any allegation of patient harm. (B)(4).